Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and a restricted septal leaflet. It was noted that imaging was difficult. An xtw clip (50917r1087) was inserted and grasping was performed. There were difficulties grasping the leaflet. The clip was able to be placed on the valve. After deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip (50924r1013) was inserted and grasping was performed. It was noted that there were difficulties grasping the leaflets. The clip was then implanted. To further reduce tr, an additional clip was implanted, reducing tr to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the cause of the reported difficulty grasping the leaflet and partial clip detachment appears to be related to a combination of procedural factors and patient morphology/pathology. The cause of the reported difficulty visualizing the clip could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.